Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced an unexpected pump error during normal use. Blood glucose level at the time of the incident was 186 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm noted during testing. Unit was received with scratched case and minor scratched lcd window.